Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
"A 68-year-old male with a history of coronary artery disease status post coronary artery bypass grafting developed post-cardiotomy shock on postoperative day 5. He was transferred to the intensive care unit for further evaluation. A transthoracic echocardiogram revealed right ventricular failure; the heart team elected to implant an impella rp flex for right-sided mechanical circulatory support. Following device implantation, the patient¿s hemodynamics improved on impella rp flex support. The device was maintained at p-6, providing approximately 3 l/min of flow due to suction alarms at higher p-levels. The patient received 1 unit of packed red blood cells, after which suction events resolved and the patient tolerated p-7. The patient experienced improvement in urine output and tolerated weaning of vasopressor support. A coronary angiogram was performed to evaluate saphenous vein graft patency to the posterior descending artery. The graft was found to be patent, and fluoroscopy confirmed appropriate impella rp flex positioning. A pulmonary artery catheter was inserted for continuous hemodynamic monitoring. A chest CT scan ruled out pulmonary embolism as a cause of his acute right heart failure. He received additional transfusions for a gastrointestinal bleed that had occurred prior to impella rp flex placement. He continued to tolerate diuresis and weaning of vasopressor support. On day 6 of impella rp flex support, imaging suggested that the device appeared lower within the pulmonary artery. Despite this, the patient remained clinically stable and participated in physical therapy. A feeding tube was placed for enteral nutrition. The patient subsequently developed a pericardial effusion, and he underwent pericardial drainage in the cardiac catheterization laboratory. They continued to have melena, and esophagogastroduodenoscopy revealed mild gastritis. In the setting of ongoing gastrointestinal bleeding, systemic anticoagulation was held. The patient received additional transfusions for anemia and coagulopathy, including 2 units of cryoprecipitate and 1 unit of packed red blood cells. The impella rp flex was removed the following day. After removal, the patient¿s family elected to transition to comfort-focused care, and active mechanical circulatory support was discontinued.

Manufacturer narrative:
Additional information has been provided in h6. Additional information has been provided in b7. Corrected information has been provided in e1. Corrected information has been provided in b2(is required intervention).